Event description:
It was reported during ablation, telemetry was performed and detected a crc error. Programming settings were reset to initial values. No adverse consequences were detected.

Manufacturer narrative:
(B)(4).